Event description:
The customer reported the system displays a regulator error in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and customer will replace batteries. (B) (4).